Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting "no disposable, pump won't run". Per reporter residual volume was: 77, rate 2.2 and 21 was given. No additional information is available at this time. No adverse patient effects were reported.